Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study via a manufacturer representative. The site indicated that the patient was able to manage the pain with the implantable neurostimulator (ins), but only at very high device outputs. The outputs were high enough that the battery was depleted in less than 24 hours before the patient can easily recharge the device. Other than the battery capacity (noted as normal), the device was working properly. However, it was also reported the patient was scheduled for explant in the next week or so.